Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Interconnect flex is out of electrical specification. Upper and lower case halves, one bail cover, and ring cover are broken. The ring is bent.

Event description:
It was reported that the light-emitting-diode (led) display was broken and that the current readings were off on the external pulse generator. The generator was returned for service. It was indicated on the return paperwork that there was no patient involvement associated with this event.